Manufacturer narrative:
There is no evidence that the access htsh reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, the cause of the event cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining a non-reproducible elevated thyroid-stimulating hormone (access htsh) result for one (1) patient involving the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The initial access htsh result recovered above the assay's normal reference range. The customer reanalyzed the patient's sample one (1) additional time on the same laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)) and obtained one (1) lower result which recovered just below the assay's normal reference range. The erroneous results were reported out of the laboratory and treatment was initiated but customer could not specify what that treatment entailed. There was no report of additional change to treatment in conjunction with this event. Calibration, quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The patient's sample was collected in a lithium heparin plasma tube and was centrifuged for ten (10) minutes at room temperature. No issues with sample integrity were reported by the customer.